Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue where he changed out the battery every 3 days. Customer stated that the motor is loud when he rewinds the pump. Customer's blood glucose level was 93 mg/dl. Customer stated that he has had damage on his pump for multiple years since he works on cars. Customer mentioned that the label sticker is also missing. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.